Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the provided video was performed by an intuitive surgical, inc. (Isi) clinical development engineer, and due to the blurry video quality, not all details could be visually confirmed. However, the footage shows lymph node dissection being performed using two grasping instruments, one of which is a cadiere forceps. During the dissection, a stapled and transected large vessel is seen near the wrist of the cadiere forceps. It appears that a staple from this vessel becomes caught on the instrument's wrist, not a hem-o-lok clip, as reported. As the cadiere forceps continues to move during the dissection, increased tension is applied to the stapled vessel, resulting in bleeding. The video concludes with surgical gauze being placed over the site in an attempt to achieve hemostasis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a hem-o-lok clip became caught in the wrist joint of the cadiere forceps instrument, resulting in bleeding from the pulmonary artery (pa). The incident occurred during the lymph node dissection, when the instrument inadvertently snagged a clip placed on the arterial stump of a pa branch. To release the vessel, the clip was pulled off, causing minimal bleeding, which was successfully controlled by placing a new clip. The procedure was completed robotically, and the patient did not experience any post-operative complications. There are no concerns about this event causing any long-term complications for the patient.